Event description:
It was reported that when using the bd pyxis¿ medbank mini, rxverify was disabled, showed online but inaccessible remotely and was not syncing. When the user attempted to issue medication, the system prompted for a validation code instead of allowing an rxverify request, and the user had to call the pharmacy for the code. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed online in remote support services and logmein but was not syncing in myqlink, disabling rxverify. A technical support specialist (tss) stated that remote access failed due to poor network quality, though the tss confirmed normal configuration and timeouts in the aspsync log and advised the customer to have it fix the network. Then, the tss checked and confirmed that the site was syncing in myqlink, indicating that whatever network issue had been occurring had been resolved. The system functioned as intended after the technical support specialist assessed the device.